Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was frozen. The customer's blood glucose was unknown. The customer stated they were attempting to bolus when the insulin pump froze. The customer stated the insulin pump began to buzz when the battery was removed. It was also found the insulin pump froze when the customer attempted to enter the date. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.